Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer reported a blank display when he woke up. His blood glucose levels were over 400 mg/dl. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.